Manufacturer narrative:
(B)(4). Batch na. The handpiece was received with the 4-40 threaded stud was damaged, nose cone cracked and coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the damaged 4-40 threaded stud as the damaged stud prevented a test instrument being attached to the handpiece. The damaged threaded stud caused the reported incident, of the disposable device being unable to be tightened during assembly. The instrument was disassembled to inspect internal components. The moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece's nose cone. It is possible that the stud was damaged as a result of dropping the handpiece. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported by the biomed that during an unknown procedure, the handpiece cannot be tighten to any devices. No more information about the procedure. No patient consequences